Manufacturer narrative:
(B)(4). It was reported that the patient used an expired sensor. The dexcom g4® platinum continuous glucose monitoring system user's guide states: do not insert sensors past the expiration date. The expiration date format is yyyy-mm-dd. Insert sensors on or before the end of the calendar day printed on the sensor package label.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Patient used an expired sensor. At the time of contact, no injury or medical intervention was reported.